Manufacturer narrative:
E1: patient city: (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set was leaking in the tubing at quick release site during insertion on (B)(6) 2025, which resulted in elevated blood glucose (600 mg/dl). It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized for more than 48 hours and received insulin intravenous (IV) drip. The patient experienced headache, dizziness and vomiting and had ketones too. No further information was available.